Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has nt yet been recieved.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿. The failure is displayed after switching on the device. Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "head error." A getinge service technician was onsite on 2021-04-24 to repair the affected rotaflow. The 701034051 rf (rotaflow) control board pcba kit has been replaced. The rotaflow is working as intended and passed all tests. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The review of the non-conformities has been performed on 2021-05-25 for the period of 2017-10-01 to 2021-05-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The product in question was produced in 2017-10-01. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).